Manufacturer narrative:
Manufacturer investigation conclusion: analysis of the log file provided by the account confirmed multiple low flow alarms. Although the cause cannot be conclusively determined through this evaluation, the center reported that the low flow events were related to dehydration from bleeding. Additionally, a direct correlation between the reported bleeding and heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. The beginning of the log file contained events associated with the initialization of the pump due to implant. The log file showed low flow hazard alarms on (B)(6) 2019 following implant when the estimated flow dropped below a threshold of 2.5 lpm. No additional low flow alarms were captured after (B)(6) 2019 at 2:35:45 pm and appeared to resolve following the increase in pump speed to 9200 rpm. Despite the observed alarms, no other atypical events were recorded and the pump operated above the low speed limit for the duration of the log file. Additional information was provided stating the low flows were thought to be due to dehydration from bleeding. Additional information regarding the bleeding was requested, but not provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The hm ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced low flow events, the account assumed the events were due to dehydration from a bleeding event. No further information was provided.